Manufacturer narrative:
Concomitant medical products- model: 5076-52, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert from their implantable cardioverter defibrillator (ICD). The patient's right ventricular (rv) lead had triggered an alert for out-of-range/low rv tip-to-rv coil pacing impedance when the impedance exceeded the lower programmed alert threshold. Follow up was completed and there has been no reprogramming completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.